Event description:
It was reported that the customer's insulin pump had cracks. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window, and battery tube threads. Unit received with broken reservoir tube lip and missing reservoir tube lip, o-ring.